Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-30619. It was reported the patient presented in the hospital for a generator change, old device diagnostics were reviewed and found inappropriate mode switches and noise on the right atrial and right ventricular leads. No intervention was performed. The patient was in stable condition,